Event description:
The patient contacted animas alleging that the subject pump would not power on. At the time of troubleshooting, the reporter confirmed there was no visible damage to the pump casing or battery cap. The patient confirmed they did not receive a replace battery alarm prior to the pump powering off. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4):the black box history showed one reboot event. During investigation, there was resistence when tightening the battery cap to the pump. The battery cap was measured and the contacts were found to be within specifications. The battery compartment threads were found to be partially stripped. The battery cap was secured to the pump and the pump was exercised for 29 hours without interruptions.